Event description:
It was reported that the device went into backup mode. There was no reasonable cause for the backup mode. The patient experienced minor symptoms of bradycardia. The patient was stable with no adverse consequences. The device was explanted and replaced.

Manufacturer narrative:
Correction for manufacturer report number 22017865-2023-17353 follow-up number 1: section g3 - date received by manufacturer should have been feb 22, 2024 rather than mar 24, 2023.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to a power on reset (por). After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.